Event description:
It was reported an amia automated pd cycler set leaked from an unspecified location. The home patient (hp) was connected at the time of the event. The event occurred during dwell one of peritoneal dialysis (pd) therapy. It was further stated that the amia cycler alarmed that a leak was detected; however, the hp did not find any leak on the lines or bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported lot number h24c23640, however, this number was not recognized by baxter. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.